Event description:
It was reported by the customer that their insulin pump had been damaged. Customer stated the device fell out while they were getting out of their car. Customer also stated device was cracked along the battery compartment toward the buttons and display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 100 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump has cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.